Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while not using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of insulin during hospitalization. Engineering log review indicated the ilet was powered off prior to the event and was not in use during the reported timeframe, with no device malfunction identified. The user reported not wearing a cgm sensor and managing glucose with manual injections, with uncertainty in dosing amounts. Based on available information, the event was attributed to non-device-related therapy management factors, specifically incorrect administration of backup insulin therapy, and no device problem was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 600 mg/dl, resulting in hospitalization. The user was treated with exogenous insulin (novolog and lantus) and discharged on (B)(6) 2025. The user recovered and resumed ilet use.